Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the idrive fired three times and stopped working on last firing. The device entered firing mode and then the status indicators illuminated blue and subsequently, nothing happened. There was no unanticipated tissue loss. The incision was not extended by more than one inch. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one idrive powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned device. No visual abnormalities or functional abnormalities were noted for the handle. The device memory was reviewed and error codes were noted. The observed error codes were most likely caused by an internal break in connection on the bldc board, which can lead to intermittent occurrences where the drive motor could not successfully complete calibration. These errors did not contribute to the reported condition of instrument did not fire. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. During functional evaluation, the adapter tested satisfactorily. During electrical continuity testing, open traces were detected on the bldc board. This intermittent failure was confirmed by the presence of motor failure codes. The root cause of the observed condition was determined to be a result of a component obtained from a third party supplier, and a product enhancement has been initiated to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.